Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log files provided by the account confirmed low speed alarms, as well as elevations in pump power and flow with a decrease in pulsatility index (pi) over a short duration of time. Based on prior complaint history associated with the heartmate ii left ventricular assist system and similarly reported events, these findings could potentially be consistent with pump thrombosis; however, the specific cause of this event could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported elevated ldh and regurgitation could not conclusively be established through this evaluation. Lastly, the reported driveline tear could not be confirmed as no photographs were provided for review. It was reported that the patient came in reporting low speed advisory alarms, replace system controller and high powers. The account changed the patient¿s controller and gave the patient a new one. The patient¿s driveline also had a tear and rescue tape was applied to it. The patient¿s pacemaker was checked due to the patient feeling ¿bumps,¿ but appeared okay upon being checked. The account communicated that the patient¿s left ventricle was severely enlarged. There was normal wall thickness. The patient was noted to have severe global hypokinesis with severely reduced ejection fraction causing elevated filling pressures. The right ventricle chamber size was enlarged with a reduced systolic function. The account communicated that there were no evidence of thrombus or obstruction of flow. The patient also had mild to moderate regurgitation. The account later communicated that the patient was admitted with chest pain, most likely related to pump speed drops. The account stated that the speed drops were likely related to the increased powers. The cause was not identified but the patient was given ungrounded cables to use at home. The patient was noted to have a slightly elevated ldh from their lab results. The account stated that the power elevations resolved. The patient was ultimately discharged home and continues to be monitored. The submitted log files contained data from 14mar2020 through 18mar2020 and 24mar2020 through 27mar2020. For the majority of the files, the power and estimated flows were observed to be elevated, reaching values up to 25.5 watts and 12.0 lpm, respectively. The pi also appeared to decrease in some of these events. On (B)(6) 2020 and (B)(6) 2020, the file captured low speed events which resulted in several low speed advisory alarms. The low speed events were observed when the pump power and flow were elevated. In addition, high motor current events and low pi values were also observed during these events. These events occurred while the system controller was connected to the mobile power unit (mpu). It should be noted that the pump ramped back up to its set speed without issue following the low speed events. Incidental findings were also found. Review of the submitted log files revealed behavior potentially consistent with an ingested thrombus passing through the pump; however, a direct cause for the event could not be conclusively determined through this evaluation. The heartmate ii lvas IFU, document # (B)(4), rev. C. Is currently available. Device thrombosis and hemolysis is listed as adverse events that may be associated with the use of heartmate ii lvas. Section 6 entitled ¿patient care and management¿ outlines indications of pump thrombosis, as well as how to respond to such events. Section 6 also provides information regarding anticoagulation therapy and the recommended inr range. Section 6 and section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). Pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Any increase in power not related to increased flow causes erroneously high flow readings. Section 6 also explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This IFU outlines the indications of percutaneous lead damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Heartmate ii lvas patient handbook, document # (B)(4), rev. C is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This document contains a section on ¿caring for the driveline¿. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was experiencing speed drops and power increases. The patient was also experiencing shortness of breath. The patient's left ventricle was severely enlarged with severe global hypokinesis. The patient's ejection fraction was severely reduced at less than 20%. There was evidence of diastolic dysfunction with elevated filling pressures and systolic function was also reduced along with poor tricuspid regurgitation. The lvad inflow cannula appeared well seated with no evidence of thrombus or obstruction of flow. The patient was treated with heparin for one night to increase the patient's international normalized ratio (inr). The patient's driveline had a tear in it and rescue tape was applied. Chest pain was also reported due to pump speed drops. The patient felt a few 'bumps' so the site checked the patient's pacemaker and labs were pending. Log file analysis captured more elevated powers and low speed advisory events as well as yellow wrench and replace controller events most likely due to the high power consumption. The patient was discharged home and plan of care was to continue to monitor him.